Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported a cd copy of the system backup intermittently cannot be performed on architect system software version 2.6 when using maintenance and diagnostic procedure (m&d) 6004: copy backup software. The cause analysis identified that this is a communication issue within the system software v2.6 and the m&d procedure 6004.